Event description:
Pt has been experiencing some chest pain tightness. Underwent a stress echo which was abnormal and 2 near syncopal episodes. 2002 left heart cath, left ventriculogram, coronary arteriogram, balloon angioplasty, and placement of 3.0mm x 18mm long velocity stent in the circumflex with high pressure balloon deployment. Heparin 4600 units administered during procedure. 6 french perclose used to close femoral artery. Op site dressing applied. Pt maintianed on bedrest with leg straight dressing dry and intact with no visible hematoma. Pt ambulated to bathroom 6 hours post-procedure and experienced episide of bradycardia with symptoms of nausea, diaphoresis, and decreased level of consciousness. Groin site oozing with formation of firm hematoma. Hand held pressure applied followed by fem stop. Fem stop removed after 11 hours. No additional increase in size of hematoma noted. Fem stop removed.